Event description:
The reporter stated that the surgeon inserted an aq2003v three piece silicone lens, and the lens optic tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The cause of the optic tearing was due to a possible loading error.

Manufacturer narrative:
H6: evaluation: results - visual inspection of the returned product showed that both lens haptics are torn off with some of the lens optic and were missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.